Event description:
The patient has an scs system for off-label use. It was reported the patient experienced overstimulation. The event date is unknown. An impedance check revealed no anomalies. Reprogramming to provide resolution was unsuccessful. As a result, the patient will meet with the doctor to discuss further intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.